Event description:
This ra lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2012 states that patient is in afib and has had mitral valve replacement on (B)(6). Unable to get an atrial impedance. Why? Patient's rate is 185. Can't get it due to fast atrial rate. Recommended trying doo mode to get it if needed. This is normal device function, but unexpected behavior by rep. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).